Event description:
The customer has been hospitalized three times in the last month with dka. The customer stated that the reservoir was emptied out in one day and no insulin went into their body. It was indicated that the nurse worked with the customer for two weeks. After the last hosptialization the customer went back to insulin injections. The nurse set the customer on saline and asked them to call when the reservoir was emptied. The customer called the same day. The nurse checked the connection between the tubing and the reservoir; it appears to be fine. It was also mentioned that the customer does not want to use the pump. The customer is older and the nurse is afraid if a replacement pump is sent to them, they will play with it and damage the pump.